Event description:
Device 1 of 4 (see MFR #s 1627487-2010-03103, 1627487-2010-03104, and 1627487-2010-03105, respectively for devices 2, 3 and 4). The patient received his scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the patient lost stimulation. Reprogramming attempts to recapture effective stimulation proved unsuccessful. X-rays were taken which revealed that the patient's leads and anchors had migrated. Surgical intervention will be undertaken to replace the patient's leads; however, a date for the procedure has not been set.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.